Event description:
Patient was revised because her 26mm lps hinged tibial insert fractured at the level of the baseplate through the yoke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.